Manufacturer narrative:
Device powered up properly after battery installation. No frozen display anomaly noted. Device passed the self test and displacement test. Device was monitored and no frozen display noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump screen was frozen. No harm requiring medical intervention was reported. The device will be returned for analysis.